Event description:
The date of the event is unk. Received report from customer stating only that valve had leakage around blue portion of smartsite. Details requested, but no further/event info is available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.